Manufacturer narrative:
The product is available for evaluation; however, the product has not been received. If product is received, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (400-500 mg/dl). No further information on the reported issue was provided.